Event description:
During a gastric bypass procedure, the device was closed to insert down trocar, but would not open again once inside. No knowledge of whether the manual release button was used or not. Case completed with another device of the same product code. No pt consequence.